Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that his onetouch verio2 meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 he obtained a result of ¿4.7mmol/l¿ on the subject meter. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages his diabetes by self-adjusting the doses of his novomix insulin and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that ¿straight away¿ after obtaining the allegedly inaccurate results, he developed symptoms of ¿sweaty, weak legs and felt like he was going to pass out¿ which he associated with hypoglycemia. The patient reported that at an unknown time his partner administered him with a glucagon injection and that ten minutes later he consumed bread. The patient reported that on (B)(6) 2016 he also obtained results of ¿2.3 and 5.0mmol/l¿ on a onetouch ultra 2 meter. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. When the patient was walked through a control solution test the results were in range. Replacement products were sent to the patient. This complaint is being reported as the patient reported developing symptoms that meet lfs criteria of a serious hypoglycemic event after the alleged issue occurred.